Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an increase in impedance and a decrease in sensing was noted. The lead was capped and replaced during routine device replacement for eri. The patient was in good condition following the procedure.